Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer could not make a clear antibody ID using vra286. Sample was sent to a reference lab, results came back as anti-kell and anti-p1 positive. Auto control was 1+, igg dat was 1+, c3 was negative. Elution negative. Positive dat determined to be due to a cold autoantibody. Testing method at reference lab is unknown (gel or tube). Patient was not transfused. However, crossmatch compatible kell negative units would have been selected for transfusion. Account does not consider anti-p1 to be clinically significant so they would have not typed for p1.